Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed elevated and fluctuating shocking lead impedance measurements. The physician was able to elicit noise on the lead w/pocket manipulation.